Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair procedure, two(2) fast fix devices failed; the specialist proceeded to place the first t of the meniscal suture was inserted into the tissue, the second t was inserted and the handle was removed but at the moment the doctor proceeded to pull the stitch and the second stitch came out but without tearing the tissue and before the specialist introduced the second stitch it was evidenced that this was above the depth protector, immediately it was returned to avoid any damage. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed each device was returned in original packaging with the batch number of the complaint on the labels. For device one, the t1, t2, and suture were returned off the needle; the knot has been tightened down; the actuator is in the pre-t2 position; the needle assembly is bent. For device two, the t1, t2, and suture were returned off the needle; the knot has not been tightened down; the actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned devices and found both cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.